Event description:
It was initially reported through clinic notes that the vns was implanted a year ago for the pt and it helped shortly after it was implanted but the physician is not certain if it is helping now. System diagnostics showed a dcdc code of 0 which is lower than what pt had before. Pt is now having some increase in seizures. No add'l info was given. The pt is being referred for a battery replacement surgery. A short circuit condition is suspected; however, due to lack of info, this cannot be concluded. Good faith attempts to obtain add'l info has been unsuccessful till date.